Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was exhibiting high pacing impedance measurements greater than 2,500 ohms. No adverse patient effects were reported. Additional information received from the local area sales representative indicated no intervention planned to take place at this time. Per the clinic nurse the pacing thresholds and sensing have remained unchanged. The pacing impedance measurements have historically been higher than average. The device remains implanted.